Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable cholesterol result from accutrend plus meter serial number rr0040140 when compared to the result from an accuchek performa meter. The result from the accuchek performa was 5.5 mmol/l. The result from the accutrend plus was 2.1 mmol/l. The customer thought the accuchek performa result was closer to her usual result. The customer has not been tested in a laboratory. The customer was not adversely affected. The suspect meter and strips were requested to be returned for investigation.

Manufacturer narrative:
Retention material from lot 204048-00 was tested with control material on a reference meter. The retention testing results showed no abnormalities and all results were within the tolerance ranges. Further investigation was possible as no customer material was received for investigation. A handling issue could not be excluded as a possible cause.